Event description:
It was reported that the water kept coming back out of the catheter while trying to inflate the balloon, hence the user unable to inflate the balloon. Per follow up via phone on (B)(6) 2020, the water was leaking from the inflation port during the inflation. The catheter was removed and replaced with no further issues.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment purposes. The product had caused the reported failure. A potential root cause for this failure could be operator error. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. A labeling review was not require as the reported event was manufacturing related. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water kept coming back out of the catheter while trying to inflate the balloon, hence the user unable to inflate the balloon. Per follow up via phone on 17sep2020, the water was leaking from the inflation port during the inflation. The catheter was removed and replaced with no further issues.